Event description:
The surgeon was performing a diagnostic procedure and had the scope inserted up to the point of the hepatic flexure. The scope was still in a flaccid position, as the surgeon had not yet used the rigidity function on the scope for this procedure. While pushing through the hepatic flexure, the scope retro-flexed. The surgeon was able to work the scope back approximately 40cm before another scope was inserted in order to push the distal end of the endoscope down. Both scopes were removed from the patient. The surgeon decided not to re-scope the patient. There was no allegation of harm.